Event description:
This event was reported as ring explanted due to mitral insufficiency and ring had pulled thru posteriorly and had detached the valve from the annulus. (Dehiscence). Pt also had congestive heart failure. No further info was provided.